Manufacturer narrative:
Evaluation summary: a sample device was not returned for analysis. The device remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was received on 08-sep-2015. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported having difficulty driving due to glare from sunlight and headlights after having cataract surgery with an intraocular lens (iol) implant in her right eye. Additional information was requested.